Manufacturer narrative:
This report is submitted on june 01, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the patient's surgeon, it was reported that the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device, as of the date of this report. The reported adverse event is associated with a returned device. When available, a device analysis report shall be submitted as a supplementary report.